Manufacturer narrative:
Initial reporter name and address: (B)(6). Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 58.4cm from the strain relief. The separated ends of the device were ovaled in shape indicating the device was kinked prior to separation. There was blood in the guidewire lumen. The balloon was tightly folded and had contrast and blood in the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event the device had numerous kinks. There was also unreported separation to the device.

Event description:
Reportable based on device analysis completed on 20jul2021. It was reported that a shaft kink occurred. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for treatment. However, when the balloon was advanced into the lesion, the shaft kink occurred. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, device analysis identified a shaft break.